Event description:
When they went to perform the puncture, the needle and sheath detached from the handle are images of the device or procedure available? No if the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Handle end was gaining access to the target site difficult? The incident occurs at the beginning to the procurement. Was force required on insertion of device into scope? No was resistance felt while inserting the device through the scope? No when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the sheath/needle. Was the syringe used during the procedure, after the stylet was removed? No how many samples were obtained (passes completed) with this needle? 0 did any section of the device detach inside the patient? No

Manufacturer narrative:
Device evaluation: the echo-19 device of lot was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on 12th march 2026. On evaluation of the devices the following observations were made: visual inspection: device returned with broken sheath and needle separate from device (proximal break observed below sheath extender) stylet returned separately from the device stylet examined and no issues observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance but unable to retract fully due to break. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use, ifu0101 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: the definitive root cause could not be determined from the investigation. A possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to break below the sheath extender leading to the issue reported, or possibly advancing the sheath/needle at an unfavorable angle may have further contributed to the failure. It is stated in the additional information that the issue occurred at initial stage of procedure, stated "the incident occurs at the beginning ot the procurement" and it was noted when "on advancement of the sheath/needle". All these factors could have potentially caused the needle to break below the sheath extender leading to issues reported. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when they went to perform the puncture, the needle and sheath detached from the handle. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no adverse effects on patient have been reported. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to break below the sheath extender leading to the issue reported, or possibly advancing the sheath/needle at an unfavorable angle may have further contributed to the failure. It is stated in the additional information that the issue occurred at initial stage of procedure, stated "the incident occurs at the beginning ot the procurement" and it was noted when "on advancement of the sheath/needle". Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.